Event description:
The staff member attached the needle to the syringe for the flu vaccine and measured the right deltoid injection site. While injecting the vaccine, they could hear a sound as if liquid was being ejected. Vaccine fluid was seen dripping on patient's arm and clothing. The patient tolerated the injection well, but a second injection was needed to be ordered by the physician given it was unclear if the patient received the full dose of vaccine. It is unclear if the patient will experience additional side effects from the second vaccine or administration. Following the injection, the faulty needle was examined and determined to be screwed on tight, but there was a small crack where the syringe attaches to the needle.